Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event log was reviewed and there was evidence of the 1720 error code. A functional check was performed and the pump was visually inspected. The reported error code 1720 was confirmed. The pump was found to be displaying "1720" error code alarm message on power up. No defect could be found such as broken or loose wires of the backup capacitor. The backup capacitor will replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1720 during testing. There was no patient involvement.